Manufacturer narrative:
Result: siderail panel.

Event description:
It was reported by service report that the siderail panels were cracked. Fluid intrusion was reported. It is unk if there was pt involvement or if there are adverse consequences to report.